Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the extension set cracked and leaked at the non-smartsite side of the t connector when attempting to push fluid through it with a syringe. There was no report of any patient harm